Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's controller was exchanged due to an emergency backup battery (ebb) fault that was not resolved after the ebb was exchanged 4 times in the past. The controller exchange resolved the issue the event log confirmed the ebb faults on (B)(6) 2022.

Manufacturer narrative:
Patient's previous controller exchange covered in MFR#2916596-2022-01828. Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was able to be confirmed the heartmate 3 system controller (serial number: (B)(6)) was returned for analysis, and a log file was submitted for review and another was downloaded for review. A review of the submitted log files showed 256 events spanning approximately 2 days ((B)(6) 2022 per timestamp). Events occurring on (B)(6) 2022 took place in the testing labs at abbott. Backup battery fault coincident with load test failures were active on (B)(6) 2022 from 03:27:03 ¿ 04:05:16. The backup battery failed the load test due to the loaded voltage being over the acceptable threshold as compared to the unloaded voltage. The alarms were able to clear on their own. The driveline was disconnected on (B)(6) 2022 at 14:08:48 and the controller was shut off at 14:09:25. There were no other notable alarms active in the log file. Pump operation was not affected. The controller underwent preliminary and functional testing and passed. The controller was connected to a mock loop and was able to operate a pump with no alarms active. The controller was able to function as intended. Additional information provided on (B)(6) 2022 stated that the backup battery was replaced on (B)(6) 2022, the cause of the alarms is unknown, and the alarms were resolved since the controller exchange; however, a controller exchange took place in january due to backup battery fault alarms as well. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 14may2021. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including backup battery fault and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.